Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received via bfarm reference number (B)(4) that the patient experienced crisis like increase in disease symptoms with pronounced resting tremors and bradykinetic rigid syndrome due to the patients inability to charge the stimulator regularly. The patient reported inability to charge the stimulator which resulted in the deactivation of the stimulator by deep discharge. The stimulator was reactivated after 6 hours of charging. The physician suspects that the stimulator could no longer charge properly due to the high outside temperature.